Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿reducing metal ion release following hip resurfacing arthroplasty¿ by david j. Langton reports on investigation of the relationship between volumetric wear rate and serum metal ion concentrations and establishment of the incidence of excessive metal ion release following resurfacing with commonly used devices. It also identifies cup orientations associated with lowest ion concentrations for each device and proposes mechanisms leading to increased wear. Three resurfacing devices studied: asr (depuy), bhr (smith and nephew) and the conserve plus (wright medical technology) were studied in 723 patients (446 men and 277 women) from two sites. Site 1 (united kingdom) ¿ 223 patients (mean age 56 years (25¿83 years) with asr. Site 2 (belgium)- 271 patients (mean age 51 years (25¿83 years) with asr. All explants that were found to have extremely high wear rates were found to have edge loading of the acetabular components. Increasing serum co concentrations were associated with increasing inclination angle of the asr cup. The asr proved to be extremely sensitive to both increased and decreased anteversion. Of all the patients with the asr device in this study, 23% were found to have co concentrations greater than 7 mg/l related to the zone of cup placement. The asr device was found with increased failure rate and to have a hazard ratio of 7.58 compared with the bhr device. Direct comparison of the 3 devices with all patients and all results included showed a significant increase in the failure rate of the asr device compared with the bhr and c+ devices. Three patients with asr are identifiable for specific events. A (B)(6)-year-old male (unspecified implant) who suffered a femoral neck fracture at 7 months, had a cup placed in 41°of inclination and 20°of anteversion. Patterns of wear suggest possible equatorial bearing secondary to low clearance. No clarification was found for other unspecified implants on which events were specifically present on specific patients. Asr hip implants were found to be associated with the events. Impacted product: unknown hip acetabular cup (asr) and unknown hip femoral head (asr). Patient code: femur fracture (post op), blood heavy metal increased. Product experience code: implant bearing wear-metal (unknown hip acetabular cup and unknown hip femoral head) ¿ for metal wear. Implant position- mispositioned (unknown hip acetabular cup) ¿ for acetabular cup malposition. The other products would be coded for ¿no reported product problem¿.